Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of did not wear a mask/reused equipment/did not wash hands before exchange, touch contamination and peritonitis in a female patient coincident with dianeal pd2, unknown bag therapy. On an unreported date, the patient began treatment with dianeal pd2, unknown bag (dose, frequency and lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient did not wear a mask/reused equipment/did not wash hands before exchange , touch contamination. On (B)(6) 2011, the patient stopped peritoneal dialysis due to financial reasons. On (B)(6) 2011, the patient experienced peritonitis, manifested by abdominal pain and was hospitalized. The cause of the peritonitis was that the patient did not wear a mask/reused equipment/did not wash hands before exchange, touch contamination. It was not reported whether the patient underwent any diagnostic testing. The patient had not received any antibiotic therapy. The peritonitis was ongoing and unchanged. The patient remained hospitalized. Medical history and concomitant medications were not reported. The nurse believed that the event of peritonitis was unrelated to dianeal pd2 therapy and did not provide an assessment of causality for the event of did not wear a mask/reused equipment/did not wash hands before exchange, touch contamination.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of this incident was determined to be use error-break in aseptic technique.